Manufacturer narrative:
Continuation of d10: product ID evolutfx-29; product lot/serial number (B)(6); product type: transcatheter aortic valve (tav) product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure had carotid access and no problems at the beginning. Upon first deployment, the valve position was sub-optimal and the valve was recaptured. After repositioning the valve, the first image check showed no problems. However, when the view was changed to check valve depth, a dissection was noted above the non-coronary cusp. The team decided to recapture the valve, abort the procedure and instead perform a surgical aortic valve replacement (savr). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: unknown); product type: guidewire; implant date n/a; explant date n/a updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty was not performed. The deployment starting point was the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of approximately 3mm on the non-coronary cusp and on the left coronary cusp. Subsequently, the valve dislodged aortic. A medtronic confida guidewire was used during the procedure. It was noted that due to the vessel size in the femoral arteries, the carotid artery was used and that contributed to the dislodgement. No adverse patient effects were reported.

Event description:
Additional information was received that the access site used was the right carotid at the innominate with a diameter of 10.8 by 11.6 millimeter¿s (mm). The cause of the dissection was speculated to have occurred due to the valve dislodging back before deployment, requiring a recapture. During the recapture, the dissection occurred. Additionally, the delivery catheter system (dcs) was thought to have no affect on the dissection. It was noted that the dissection was mild. The patient had surgery to repair the dissection, and no anatomical issues were noted that contributed to the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.